Event description:
We have received the product that is the subject of this MDR. We are currently reviewing the options for testing for this device. As we have not yet commenced testing, we have no results (final or interim) to provide to the FDA. The other information we have used in the assessment of this MDR is the background of the mr290hfv humidification chamber. The mr290hfv humification chamber that is the subject of this MDR is derived from the mr290 humidification chamber, which fisher & paykel healthcare have sold since 1994. In the past, we received reports about mr290 chamber cracks when it was used in conjunction with the sensormedics 3100b high frequency ventilator. This prompted an investigation into the causes of these chamber cracks and possible solutions. As a result of this investigation, fisher & paykel healthcare released the mr290hfv humidification chamber in 2004. The difference between the mr290 and mr290hfv humidification chambers were primarily geometrical changes in the chamber dome. The design solutions implemented in the mr290hfv humidification chamber have reduced the number of complaints received regarding cracks when used on a sensormedics 3100b high frequency ventilator. A search of our product complaint database shows the following numbers for reports of chamber cfracks on a sensormedics 3100b when in use: 17 reports of mr290 and mr290hfv humidification chambers cracking while on a sensormedics 3100b high frequency ventilator, involving 51 chambers. Of those, 4 are reports of mr290hfv chamber cracking while on a seonsormedics 3100b high frequency ventilator, involving 8 chambers. Based upon the number of reports we have received and the total number of mr290hfv's chambers manufactured (76720), this is a frequency of 0.01%. There are other reasons that can cause chamber cracks (such as dropping, decanting practices, etc) and we are unable to rule out these causes in these 4 complaints. In the single-use chambers risk analysis (performed according to iso 14971 2000, medical devices - application of risk management to medical devices), the severity of the identified hazards caused by a chamber crack on a high frequency ventilator is 3 (potential of death or serious injury - according to the categories defined in iec 60601-1-4. However, the iliklihood of these hazards occurring is low (after risk control measures are implemented) as to reduce the risk to an acceptable level (as per iec 60601-1-4). The original design of the mr290 humidification chamber met its original requirements of working on conventional ventilators. However, after the introduction of the sensormedics 3100b high ferequecy ventilator and reports of mr290 chamber cracks, we implemented a design change resulting in the mr290hfv humidification chamber. This change was successful in reducing the number of complaints of the mr290hfv chamber cracks in use on a sensormedics 3100b high frequency ventilator. The number of mfr290hfv chambers manufactured (in total) is 76720 units (as of 19th october, 2005). The majority of these chambers were sold. We are unable to determine the exact number of mr290hfv chambers used. The device that is the subject of the MDR (product complaint has been returned to fisher & paykel healthcare in new zealand. The design changes to the mr290hfv are as follows: 24 february 1994 - release of the mr290 humidification chamber, 3 june 2004 - release of the mr290hfv humidification chamber. The geiometrical changes from the mr290 chamber involve minimising stress raisers by incereasing the radius of the baffle. 16 october 2005 - continued investigation into ways to further reduce the incidence of the mr290hfv chamber cracking when in use on a seonsormedics 3100b high frequency ventilator. To date, there has been no testing performed on the returned chamber that is the subject of this MDR. The test plan is currently being formulated. The testing may include a visual examination and a drop test. Form FDA 3500a (as attached to this letter) has the following conclusion codes: method: actual device involved in incident was evaluated. Results: none, no tests have yet been performed on the returned device so no conclusion can be drawn. Conclusion: no conclusion can be drawn. The investigation into the returned device is still pending. Years and number of units manufactured are as follows: 2003 - 0, 2004 - 7,960 units manufactured, and 2005 - 68760 units manufactured. This is dangerous and has happened before with a different lot number 97280. What do you plan to do about this lot? How will this be remedied? Please send all info asap. The chamber that was the subject of the complaint mentioned above regarding lot number 97280 was the original design of the mr290 autofeed chamber, not the mr290hfv chamber. Any chamber (mr290 or mr290hfv) may crack for a number of reasons, including dropping & decanting practices. Mechanical damage from use on a high frequency ventilator is not the only cause. All mr290 and mr290hfv humidification autofeed chambers are inspected and leak tested before packing. As part of the design of a medical device, fisher & paykel healthcare perform a risk analysis according to iso 14971:2000, medical devices - application of risk management to medical devices. In the risk analysis for chambers (which incloudes the mr290 and mr290hfv chambers), a crack developing on a chamber has been identified as a cause of a number of potential hazards. They are: patient developing mucous plugs due to low levels of humidity (due to the water leaking out of the chamber), gas flow to the patient is inhibited due to leak in breathing system causing asphyxiation or barotrauma, the caregiver slipping while taking care of patient due to spillage and cross-contamination due to spillage/leakage. The severity and likelihood of all these hazards was assessed (using the defined levels of severity, likelihood and risk from iec 60601-1-4) and risk control measures were implemented as required. The remaining

Event description:
Vented autofeed humidification chamber was changed to a heavy duty model secondary to cracking of standard model when used with the 3100b. Since the change, there have been 3 chambers crack in 36 hours. All same lot number. Vent settings: 45%, map 35, (delta)p69, power 5.9, h2 4, I-time 33%, bf 40l.biomed analysis:three (3) of this same model and serial number heavy duty humidification chamber were found to have cracked during treatment with the sensormedics 3100b. Unit is disposable component of the mr850 heated humidifier. Switched to heavy duty chamber because standard chamber also cracked with high frequency ventilator. Settings do not seem inordinate, and manufacturer recommends this chamber for use with this ventilator. Appears to be manufacturing problem with this particular device lot. Patient was not harmed.